Manufacturer narrative:
Concomitant medical product: 407645 lead implanted: (B)(6) 2008, 1458q lead implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient appeared to receive inappropriate shocks due to t-wave oversensing (twos) on the right ventricular (rv) lead. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.